Manufacturer narrative:
Serial number not provided. (B)(6).

Event description:
Information was received indicating that a smiths medical medfusion pump started beeping and stopped working. It was also reported that the pump exhibited "system error 105". No adverse effects were reported.